Event description:
It was further reported that there were high thresholds and no capture on one left ventricular lead, but the specific lead could not be determined. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.